Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was unresponsive requiring multiple presses to respond. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/26/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and ok keypad symbols were found to be worn. The ok and up arrow keypad buttons were intermittently responsive and did not have normal spring back. The contrast and down arrow keypad buttons responded to button presses as expected and had normal spring back. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.